Manufacturer narrative:
Other relevant device(s) are: product ID: 960-152 (software version: (B)(4)). No hardware parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that there was a transfer error. There was also an alleged inaccuracy. The perceived inaccuracy was due to frame movement; the surgeon thought the inaccuracy was a result of frame movement. Taking an additional spin resolved issue. There was 20-minute delay due to the respin. There was no impact on patient outcome due to this issue. It was later noted that they continued to have the input/output (I/o) alert pop up on the navigation system during image transfer.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733686 (software version: unknown). Device evaluation: a software analysis was completed for the reported transfer error issue. The software analysis determined that the transfer error issue was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Device evaluation: a software analysis was also completed for the reported alleged inaccuracy issue. It was determined that the behavior described is the intended behavior of the software. The software was functioning as designed. It was reported that the alleged inaccuracy issue was caused by frame movement. If information is provided in the future, a supplemental report will be issued.